Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR. Report# 1627487-2018-06800. It was reported the patient experienced ineffective stimulation. System diagnostics determined high impedances on the leads and x-rays revealed broken lead. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The reported event of lead migration cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-06800. Additional information received identified both the leads were explanted and replaced with another model. One of the lead showed high impedances and was broken; other one was migrated. Effective stimulation was restored postoperatively.